Manufacturer narrative:
See scanned page.

Event description:
It was reported that the pt had experienced stimulation in the wrong location for the past two years. No known accident or incident was related to the patient's symptoms. It was reported at the last time the device was checked, "some broken wires" were suspected. The pt's status was reported as fair. No pt treatment or outcome was reported. Additional info has been requested, but was not available as of the date of this report.